Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to device evaluation on (B)(6) 2021.

Manufacturer narrative:
Device evaluation  1 unit of evo-fc-10-11-6-b lot# c1798305 involved in this complaint was returned for evaluation, open in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the 09 dec 2021. On evaluation of the device it was observed that the flexor was kinked 11cm and 20cm from the tip. Lock wire was partially removed on return. Handle was actuating fine for deployment and recapture. Unable to deploy the stent. While performing functional checks for stent deployment flexor broke at the kink 20cm from the tip. Lockwire was removed without issue.   Documents review including IFU review. Prior to distribution evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b of lot number c1798305 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1798305. It should be noted that the instructions for use (ifu0052) states the following: "if wire guide or stent cannot advance through obstructed area, do not attempt to place stent." There is not sufficient evidence to suggest the user did not follow the IFU. Root cause review a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible cause could be linked to the patients pre existing condition - the patient was being treated for stenosis of the bile duct. Navigating tortuous patient anatomy can result in the flexor kinking which prevents stent release. It is known from information provided from the customer that there was resistance encountered when advancing the wire guide, stent and introducer through the obstructed area.   Summary complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.   Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
The investigation is in progress and a follow up MDR will be submitted.

Event description:
User advanced the delivery system through wire guide to bile duct , then pulled the trigger to release the stent while found out the stent cannot be released as expected. User then retract the stent and released the stent again but still the stent cannot be released as expected. User retracted the delivery system from patient and tired to release the stent but still failed. User then changed to another same device to complete the procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." What is the reorder number of the wire guide used with this device? Acro-35-450. If not with the device in question, how was the procedure finished? With another same device to complete the procedure. For complaints occurring during use (once in contact with endoscope) also ask: had a sphincterotomy been performed prior to this occurrence? Yes. Had dilation of the obstructed area been performed prior to this occurrence? Yes. What is the endoscope manufacturer and model number that was used? Olympus tf-260v. Please describe the location in the body where the stent was to be placed. Common bile duct. Was resistance encountered when advancing the wire guide through the obstructed area? Yes. Was resistance encountered when advancing the stent and introducer through the obstructed area? Yes. Was the introducer advanced through the side of a previously placed stent? No. Please estimate amount of time the stent was in place prior to this occurrence. None. Did any section of the device detach inside the endoscope or patient? No.